Event description:
Reported blood glucose results of "273 mg/dl" with a lifescan meter and "205 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. No medical attention was reported. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. The patient performed a control solution test, which passed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.